Event description:
Reportedly, the instrument seemed to fire normally, however, the tilt top didn't tilt as usual. After removal, only one donut attached to the instrument. The pt was scoped and other donut remained attached to the anastomosis. A colostomy was performed.